Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter kink is confirmed. One 4 fr dl powerpicc catheter was returned for evaluation. Dried blood residue was visible on the catheter surface and within the extension tubing. The catheter extended up to the 45 cm depth marker. The two lumens were flushed with water using a 12 ml syringe. The purple lumen was found to be fully occluded and the red lumen was patent to infusion. Tactile evaluation of the catheter shaft revealed two indentations at the 19 and 20 cm depth markers. The catheter was found to preferentially kink at those regions. One radiographic image was also provided for evaluation. The image appears to depict a catheter inserted in the patient¿s right arm. Two kinks appear to be present in the catheter which corresponds with the kinks visible in the returned sample. The catheter was cut near the 21 cm depth marker in order to measure the catheter wall thickness and lumen wall distance. The catheter wall thickness and lumen distance were found to be within manufacturing specification. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause contributed to the reported event. Movement or manipulation of the catheter may have contributed to the formation of a kink during use. The product instructions for use (IFU) precautions state, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ h3 other text : evaluation findings are in section h.11.

Event description:
It was reported "we have another kink. PICC was placed last friday. It started to peep occlusion last night. X-ray showed the kink. I tried to power flush the kink but as soon as her arm is down next to her body, I couldn¿t flush anymore." Add info rcvd 10/02/2020: placement went well, no indication of issues until a week later when the pump alarms began indicating occlusion, then x-ray confirmed kink. What type of catheter securement was utilized: statlock. Was there patient harm reported?: no.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rees2131 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "we have another kink. PICC was placed last friday. It started to peep occlusion last night. X-ray showed the kink. I tried to power flush the kink but as soon as her arm is down next to her body, I couldn't flush anymore. " additional info received 10/02/2020: placement went well, no indication of issues until a week later when the pump alarms began indicating occlusion, then x-ray confirmed kink. What type of catheter securement was utilized: statlock. Was there patient harm reported? No.